Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that pauses in pacing on a surface electrocardiogram (EKG) were noted with this pacemaker and another manufacturer's right ventricular (rv) lead. Loss of capture and oversensing which resulted in pacing inhibition for less than 2 seconds was reported. Routine troubleshooting with the programmer was performed which indicated a variance in the pacing impedance measurements of approximately 300 ohms. However, there were no reported out of range measurements. A revision procedure was performed. During the procedure manipulation of the device header produced intermittent electrogram (egm) noise. It was unknown if the issue was due to the lead or device, but the lead was suspected. The device was explanted and the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.